Manufacturer narrative:
All buttons and programs function properly however, moisture damage was found on keypad traces. No stuck button or button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer was having issues with programming the bolus and stated that his button was getting stuck. Customer would press esc and start the process all over again. Customer saw a button error on the pump. Customer keeps the pump in his pocket and sometimes the buttons get mashed. Customer stated that he cannot scroll down through the pump alarm history. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.